Event description:
It was initially reported to boston scientific corporation on february 25, that an excelon transbronchial aspiration needle was used during a needle biopsy procedure performed on (B)(6) 2009 (patient gender, age and weight are unknown). According to the complainant, during the procedure, the syringe was leaking at the hub, which was noticed upon aspiration. They were able to take a sample but were not able to push the sample out onto the slide. Other needles were used, which also leaked. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; difficulty to retract. Further follow-up with the complainant following the investigation results confirmed that issues were noted during retraction of the device that they did not initially report.

Manufacturer narrative:
Visual examination of the returned device revealed that residue on the entire inner diameter, which was an indication that the device was used. The needle, when fully retracted, was sticking out the distal end of the hub. A functional evaluation found that the device was able to produce both pressure and vacuum to force water through the sheath of the device. The device did not leaking, but the tab (luer) showed damage. After functional check when the device was flushed with water, the needle was able to fully retract back into the protective hub. It is possible that needle did not fully retract because of the thickness of the material being aspirated and material could have been lodged in between the needle protective hub and needle. The root cause for needle not being fully retracted is operational context. The device history record for this lot was reviewed; no anomalies were noted. (B)(4).